Event description:
It was reported that the head left side rail would not lock in the upright position and the lift capacitors were broken off both lift motors. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: description-conclusion - customer has decided to scrap bed and replace with new one.